Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and a mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that following insertion, the patient experienced pain and bleeding. The patient underwent mesh revision/removal on (B)(6) 2013 due to a lot of pain in abdomen and painful sex for the past five years. (B)(4).

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.